Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mmx20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the second inflation. The balloon ruptured. The device was completely removed from patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.